Event description:
A nurse reported, five cases of (B)(6) at their facility. All five surgeries were performed on the same day and all pt's symptoms were resolved six days later. This pt was one of two that was seen by a retinal specialist and it was unk if a culture was taken. A nurse consultant is scheduled to visit the facility regarding their (B)(6) issues. Add'l info has been requested. There are five medical device reports associated with these events. This report is one of five.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on (B)(6) 2010 by phone, fax and mail. Add'l info was received on (B)(6) 2010 by phone. A completed questionaire has not been received. This report was mailed to FDA on: (B)(6) 2010. The MFR internal reference number is: (B)(4) .